Event description:
It was reported that surgeon states that the reduction forceps bent during use. Smith and nephew backup was available to complete case. No delay to procedure, no injury to patient.

Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. The visual inspection of the returned forceps confirm the tips are bent. These devices were manufactured in 2019. These devices show signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaint for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. These devices reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened.